Manufacturer narrative:
(B)(6). (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported unknown side "rupture". Healthcare professional confirmed "MRI noted implant rupture". Device has been explanted.